Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during first firing in a gastric bypass, the green button of the stapler was able to be pressed, but the handle was not able to be squeezed, and few first pins were noticed to be popped out. Surgeon used another device to resolve the issue. No patient injury.